Event description:
Per the clinic, the patient experienced an extrusion of the internal device, exposing the receiver/stimulator. The device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2013. Device not available for evaluation.